Manufacturer narrative:
Lot #6041664, exp date 02-28-2019, manufacturing date: 02/10/2016. Lot #6127588, exp date 04-30-2019, manufacturing date: 05/06/2016. Lot #6140965, exp date 05-31-2019, manufacturing date: 05/19/2016. Lot #6161614, exp date 05-31-2019 manufacturing date: 06/09/2016 six customer samples were received from batch 6161461. Sleeve discoloration was confirmed on all six samples. However, no customer samples from lot 6041664 were received. A review of the device history record revealed no irregularities during the manufacture of the accompanying lot # 6041664, 6127588, 6140965, and 6161614. Conclusion: for confirmed complaints from lot #6161461 and potential complaints from recorded lot #6041664: root cause- mica not dispersed properly or not enough mica. Mica allows the laser to write on the plastic absorbing the laser. Based on an evaluation of severity and frequency, no corrective action is required at this time.

Event description:
It was reported that before using the bd vacutainer® multiple sample luer adapter, the user noted several luer adapters had a discoloration round the rubber sleeve. It appears to be a rust colored discoloration on the sleeve of the needle cannula with a slightly raised, rough appearance. No injury or medical intervention.